Event description:
New information on (B)(6) 2018 stated that the device has been reprogrammed to resolve the issue. The patient was asymptomatic throughout the whole event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that via a remote transmission the implantable cardiac monitor exhibited intermittent undersensing leading to pause episodes. Further review of these episodes showed low amplitude noise. No intervention was performed. No further information is available.